Manufacturer narrative:
H3: device eval by manufacturer: the device was returned to boston scientific (bsc) and analyzed by a bsc quality engineer. The returned unit was received in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to the decontamination process. The unit was visually inspected and it was revealed that the distal filter slider (#3) was detached. The visible portion of the inner member was separated and protruding from the rear handle lock. The proximal filter was un-sheathed. The articulating distal sheath(ads) slightly flexed and the distal filter was partially un-sheathed. Microscopic inspection revealed a clean detachment of the inner member from the hypotube. The distal filter could not be sheathed/un-sheathed using the distal filter slider (#3) due to the detachment.

Event description:
It was reported that the distal filter was unable to be resheathed. A sentinel cerebral protection system was selected for a transcatheter aortic valve replacement(tavr). The patient had a normal arch anatomy, aortic stenosis and mild tortuosity. A 6f radial introducer sheath was positioned. The sentinel cerebral protection system was advanced into position. The proximal and distal filters were deployed without issue and the procedure was completed successfully. The proximal filter was able to be resheathed. While attempting to resheath the distal filter, the distal filter slider broke. The distal filter was not able to be resheathed. He sentinel cerebral protection system was removed with the distal filter in an open state. No patient complications occurred.

Event description:
It was reported that the distal filter was unable to be resheathed. A sentinel cerebral protection system was selected for a transcatheter aortic valve replacement(tavr). The patient had a normal arch anatomy, aortic stenosis and mild tortuosity. A 6f radial introducer sheath was positioned. The sentinel cerebral protection system was advanced into position. The proximal and distal filters were deployed without issue and the procedure was completed successfully. The proximal filter was able to be resheathed. While attempting to resheath the distal filter, the distal filter slider broke. The distal filter was not able to be resheathed. The sentinel cerebral protection system was removed with the distal filter in an open state. No patient complications occurred.